Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report no audio output from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported. Additionally, at the time of the call, dexcom technical support advised patient's mother to test the alert functionality. The patient's mother reported, the receiver only vibrated no tones at all.

Manufacturer narrative:
(B)(4).